Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC was placed for outpatient IV infusion, three weeks after being placed, the PICC was flushed and deemed broken. The patient was readmitted for new access. The patient did require an additional procedure to place a new PICC due to this occurrence. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.